Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump buttons were sticky and insulin squirted out during priming. The customer¿s blood glucose level was unknown at time of incident. The customer stated that there scratches on the insulin pump screen. The insulin pump will not be returned be for the analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened (creased) bolus express, act buttons dome switch. No unlocked lcd keypad connector noted. Unable to perform rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test or verify prime or fill anomaly due to unresponsive button. Device had minor scratched lcd window, cracked battery tube threads, stripped battery cap coin slot (p). The test reservoir locked in place properly and no anomaly noted.